Event description:
The account alleged the brake caster ratchets slightly while in brake mode. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.